Event description:
Boston scientific received information that the patient's heart rate had dropped to 30 beats per minute (bpm) at which time the patient experienced a fall. There were no additional patient effects reported. The device remains implanted with no change at this time. A request for additional information has been sent.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device has been explanted due to high atrial outputs for increased thresholds. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
This report will be updated if the device is returned or if additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.